Event description:
Device used to calculate volumes of pt organs based on CT scans to help oncologists determine if pt's are appropriate for drug or radiation therapy. The caller's concern: 1. Volumes reported are soemtimes wildly different (50%) within a short period of time. 2. Volumes often don't correspond with other clinical evidence. The MFR rep: has come out and reloaded software, but caller feels the MFR has no means of checking the accuracy of the volumes given, or assuring that the device is working and given reliable info. There is a concern that pt's are being treated incorrectly without anyone realizing it. User would like to report to the treating physicians volumes that they are certain are accurate.